Manufacturer narrative:
Third party vendor replaced the power supply pcb to resolve the reported issue. The system was returned to service. No parts were returned for investigation.

Event description:
On 10/26: customer reports room failure was found at the beginning of the day. Customer does not have a back up room, procedures were cancelled. No reported injury.